Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about low blood results. Lowers blood test in memory - 57 mg/dl. Caller states her normally rangers from 100-110 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (57) and the highest normal result (110) is located in zone c. No adverse event reported.